Event description:
A cartridge alarm was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The caller successfully loaded a cartridge and resumed insulin therapy, resolving the issue.